Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4. One xtr clip (80117u150) was implanted, reducing the mr to <1. A second procedure was performed on (B)(6) 2018 to treat recurrent mr, with a grade of 4. Leaflet damage was suspected. One clip (81009u164) was implanted, reducing the mr to 2. Five minutes after deployment, the mr had increased to 4 and additional leaflet damage was suspected. An attempt was made to place an additional clip for treatment, but the mr was unable to be reduced. The clip was not implanted. The procedure was aborted and the patient will be medically managed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported mitral regurgitation and tissue damage appears to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.